Manufacturer narrative:
Investigation is ongoing.

Event description:
We received an allegation of questionable results for 1 patient's sample tested with the troponin t hs stat on cobas e411 serial number (B)(4). On (B)(6) 2023 the customer ran the patient's sample. Troponin t hs result of the first dosage was 0.019 ng/ml while troponin t hs result of the second dosage was 0.005 ng/ml. The result of 0.019 ng/ml was evaluated as a non reproducible flyer event while the result of 0.005 ng/ml was considered to be correct. The lot number of the troponin t hs reagent that was used was 59638100 with an expiration date of 31-mar-2023. It had been reported that the result divergence only occurred for this sample.

Manufacturer narrative:
The field service engineer (fse) replaced the bead mixer paddle. The fse also unclogged and cleaned the sipper and sample/reagent rinse stations. The investigation determined that contaminated probes caused by clogged and dirty rinse stations were the root cause for the false high result. The service actions done by the fse resolved the issue.